Manufacturer narrative:
The results / method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that right ventricular (rv) lead perforation was observed. The lead was explanted and replaced. The patient was discharged.

Manufacturer narrative:
Additional information: a partial lead with the connector portion measuring 8.5 cm, middle portion measuring 23.3 cm and distal portion measuring 43.0 cm were returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.